Manufacturer narrative:
Further investigation confirmed that the initial product information was incorrect. Block d4: lot # corrected from 5608372 to 5608376. Expiration date corrected from 06-jun-2026 to 26-jun-2026. Unique identifier (UDI#) corrected from (B)(4). Block h4: manufacture date corrected from 06-jun-2024 to 26-jun-2024. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2, a5 & a6: date of birth, ethnicity, and race were not provided. Block c: not applicable for this device. Block d4: serial # is not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the pioneer plus catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a pioneer plus catheter was used in a peripheral procedure in a severely calcified lesion. While advancing to the lesion, the needle tip separated due to severe heavy calcium. The separated portion was removed along with the catheter, with no additional intervention required. No part of the device was retained inside the patient. The patient was discharged as expected with no injury reported. This product problem is being submitted due to material separation. There is a potential for harm if the malfunction were to recur.